Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bilateral patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6) 2008, and on his right hip on or about (B)(6) 2008. Patient experienced pain, weakness, and difficulty with simple daily living activities. Patient has not yet scheduled an explantation of the depuy asr hips. Patient was revised due to pain.